Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 8000 cobas ise module. The operator noticed the results were high and repeated testing on the other ise line of the analyzer. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the ise block assembly. The customer ran qc with acceptable results. The last calibration performed on (B)(6)-2022 was ok and there were no alarms. Control data from (B)(6)-2022 and (B)(6)-2022 was provided. A first level of control was within range. A second level of control was outside of range initially and then repeated acceptably on the day of the event. Abnormal aspiration, sample short, and sample shortage alarms were found in the analyzer alarm trace. These alarms can be an indication of poor sample quality. The investigation determined the service actions resolved the issue.